Event description:
It was reported that the filter had broken at the filter-hub connection on day 4 of patient use. There was no patient harm recorded. It was alleged that the male clear plastic within the screw connector has failed and this issue can be repeated by doing mild repeated flexion at this connector.

Manufacturer narrative:
Three photos were provided by the customer showing the detached component. The sample was not returned or evaluation. No device history record was reviewed as the lot number was not provided. The reported issue was not confirmed as no sample was returned.